Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's final investigation. A review of the device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, there was a detection of a poor mechanical connection in the scope connector socket and a lot of dirt inside of the unit caused by external agents. The event was confirmed; however, a definite root cause could not be established. The reported event is likely due to excess dirt inside the unit which caused an increase in temperature that the collapsed the electronic system. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center had no image on any of the outputs. The issue occurred during an unspecified procedure. There were no reports of patient harm.